Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 18 minutes after starting treatment with a revaclear dialyzer, the patient experienced sweating, chest tightness, shortness of breath, and the blood pressure was undetectable. The ultrafiltration and double pump treatment was stopped immediately, and the blood was discarded. Medical intervention consisted of dexamethasone sodium phosphate (10 mg) and promethazine hydrochloride (25mg). It was reported that the patient's symptoms improved. No additional information is available.